Manufacturer narrative:
After further review of additional information received the following sections g4,g7,h2 and h6 have been updated accordingly. As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) popped before deployment. Therefore, a new mynx device was deployed successfully. There was no reported patient injury. The device was not used in patient. The device was stored as per labeling and opened in sterile filed. The device was stored in a control room. The device was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device would¿ve been used for an interventional peripheral procedure. The patient had no relevant medical history. There was no prior stent or vascular graft in the common femoral artery or vein. The vessel type was the common femoral artery. There was no vessel tortuosity. The patient was not hospitalized. The product was not returned for analysis. A product history record (phr) review of lot f2016802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2016802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) popped before deployment. Therefore, a new mynx device was deployed successfully. There was no reported patient injury. The device was not used in patient. The device was stored as per labeling and opened in sterile filed. The device was stored in a control room. The device was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device would¿ve been used for an interventional peripheral procedure. The patient had no relevant medical history. There was no prior stent or vascular graft in the common femoral artery or vein. The vessel type was the common femoral artery. There was no vessel tortuosity. The patient was not hospitalized. The device will be returned for evaluation.